Event description:
Article titled "a rasmussen encephalitis, autoimmune encephalitis, and mitochondrial disease mimicker: expanding the dnm1l-associated intractable epilepsy and encephalopathy phenotype" was reviewed. Within this article, it was reported that the vagus nerve stimulator (vns) was placed with a decrease in seizure frequency but was complicated by sinus bradycardia and first-degree atrioventricular block requiring device removal. No further relevant information has been received to date.